Event description:
It was reported that, during a right heart catheter test, the patient's oxygen volume was low and aortic regurgitation was suspected. The patient's lactate dehydrogenase (ldh) was noted to have increased slightly but the patient was thought to have no symptoms. It was further noted that several suction alarms were heard, thought to result from patient condition. The ventricular assist device (vad) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: ventricular assist device (vad) (B)(4) was not returned for evaluation. The reported suction event was confirmed via review of the controller log files which revealed intermittent suction events within the analyzed period and 34 suction alarms were logged since (B)(6) 2019. Information provided by the site indicated that during a right heart catheter test, the patient's oxygen volume was low and aortic regurgitation was suspected. The patient's lactate dehydrogenase (ldh) was noted to have increased slightly but the patient was thought to have no symptoms. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported suction event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.